Event description:
The hcp reported that the patient expired. The cause of death was "unknown"; but reported to be unrelated to the device. No patient treatment or device troubleshooting was performed prior to the death. The patient was receiving morphine at a rate of 2 mg/day. No other information was provided.